Event description:
It was reported that the menu screen of the external pulse generator was not working. It was also requested that the unit receive its test and calibration. The generator was returned for service. There was no patient involvement.

Event description:
It was reported that the menu screen of the external pulse generator was not working. It was also requested that the unit receive its test and calibration. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the menu screen was not working, the liquid crystal display was out of specification. Analysis also found that the lower case and side bail covers were broken, that the battery contacts were compressed and the ring was bent. All affected parts were replaced. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.